Event description:
Home patient reported to the baxter technical assistance line that they received a check lines and bags alarm on the homechoice machine during priming of the homechoice cassette. Contrary to recommended procedure, the patient was connected during the priming process. The patient disconnected and restarted with new supplies. Per rn, no patient injury or medical intervention was associated with this report.